Event description:
The ge oec 9800 fluoroscopy system was reported to have the save buttons not work. Cannot save images.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive and re-loaded software to restore function and save feature. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.